Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the bolus screen. Customer's blood glucose was 129 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.